Event description:
It was reported that the customer's sensor was giving false low readings, which triggered her insulin pump to threshold suspend. The customer's sensor gave a reading of 40 mg/dl, while her blood glucose was 82 mg/dl. Another time, the customer's blood glucose was 108 mg/dl, while the sensor reading was 40 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.